Manufacturer narrative:
Batch record review: a review of the lot file for a126 shows no non conformances associated with this lot at the time of the event. There was no mention of pressure dome leaks noted during lot release testing or in the device history record. This lot met all release requirements. A review of complaints received for lot a126 was performed. There were 2 complaints reported for pressure dome leaks to date for this lot. No trends detected. (B)(4). Customer reported kit was leaking and cellex needed to be serviced. Pump cover and pump head needed cleaning. Return sensor needed to be replaced. Checkout procedure successful. Repairs have returned this instrument to expected operation. The assessment is based on information available at the time of the investigation. The root cause could not be determined based solely on the information provided by the customer. No product was returned by the customer for investigation. (B)(4).

Event description:
The customer reported a pressure dome leak that occurred during a treatment procedure. The reported issue occurred during routine therapy. The customer reported that prime worked fine, and the treatment ran smoothly until buffy coat. During buffy coat collection the nurse saw blood around the pressure sensor near the centrifuge door on the pto table and some blood went around the pump 3. Therakos hotline proposed not to return the blood to patient due to the fact that sterility can't be guaranteed. The hotline advised the customer to discard the whole blood and do not reinfuse any of the bags. The customer will not return the kit to therakos. The nurse will clean the pto table, and cb in case of serious blood spill in the pumps. (B)(4) - service dispatched.